Manufacturer narrative:
(B)(4). Date sent: 5/22/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: are there any plans to locate the pieces? -in the surgery and the 1st day after the surgery, scanned patient and located suspected pieces at patient neck. Were all the pieces retrieved/located? -used aspirator but no pieces was retrieved. Was there any change in the patient care as a result of this event? -unknown. It depends on patient condition. What is the current patient status? -unknown did the patient experience any adverse consequences due to this issue? -unknown an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the esophageal surgery, a blade was used to treat abdomen and neck. When treating neck, noted the blade tip broken. The fragment was not found out of patient body. So the surgeon suspected the fragment was left in patient body. So scanned patient body and found suspected metallic shadow on neck. However, when scanned neck and chest again on the second day, there was no abnormity noted.